Event description:
It was reported that the physician is dissatisfied with the marker bands on the apex balloon catheter, due to inability to see the markers under fluoroscopy. The procedure was completed with the device, with no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.